Manufacturer narrative:
The initial report for the infection was submitted under medwatch MFR report #2916596-2015-00810. (B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for a reoccurring fever due to a pump pocket infection that was first treated in (B)(6) 2015. It was reported that a "wash out" of the area was performed for the continuing infection. It was reported that if the wound treatment is not successful, the patient may ultimately require a pump exchange. Incidentally, while in the hospital, it was noted that the patient's lactate dehydrogenase level was elevated (600's u/l), but was not treated. The pump parameters were within the normal limits and the patient was asymptomatic. No further issues have been reported.

Manufacturer narrative:
The explanted pump was returned for evaluation. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation partially surrounding the rotor bearing ball. This deposition¿s lack of lamination indicates that the deposition may have originally formed elsewhere. Additionally this deposition lacked any denaturation. Examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed two small depositions within the proximal side of the outlet stator, adjacent to the bearing ball. Their non-laminated structure indicates that these depositions did not originally form in the outlet stator. Additionally, these depositions lacked denaturation, were not adhered, and there were no contact marks at the distal end of the rotor to verify that they were actually present while the pump was supporting the patient. A root cause for the formation of the observed depositions and a correlation to the reported event could not be conclusively determined through this evaluation. If these depositions were in the pump while the pump was supporting the patient, they could have contributed to the patient¿s elevated lactate dehydrogenase. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the patient¿s reported pump pocket infection and elevated lactate dehydrogenase could not be determined through this evaluation. The instructions for use lists hemolysis and infection as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information received: the pump was explanted on (B)(6) 2015 due to the infection. The patient was subsequently implanted with a device from another manufacturer. No further information was provided.